Event description:
It was reported that the patient received inappropriate shocks due to noise and a lead fracture on the right ventricular (rv) lead. High voltage detection was turned off. The lead was removed and was replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076 implantable pacing lead, implanted: (B)(6) 2007; 4296 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.